Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from "low" to 61 mg/dl. Low bg causes were not known. Healthcare provider adjusted pump settings and made insulin changes and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.